Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump received hardware low level failure alarm. The customer's blood glucose value was 210 mg/dl. Customer reported they were able to clear the alarm. When customer selected okay to attempt to clear the alarm, it restarted again and said battery failed. The customer stated that the at the time pf self-test insulin pump kept on restarting and gave hardware low level failure alarm. The insulin pump will be returned for analysis.